Manufacturer narrative:
This lead did not have a malfunction. The lead that inappropriately shocked the patient was a non boston scientific lead. No allegations against this lead.

Event description:
It was reported that, the implantable cardioverter defibrillator (ICD) system exhibited oversensing leading into inappropriate shocks on the non boston scientific shocking lead. Additionally, loss of capture (loc) was also noted on the lead. The health care professional (hcp) indicated the patient was going to be transfer into the facility where the device implanted. Boston scientific technical services (ts) recommended to page a local field representative for further testing in person. The non boston scientific rv lead was explanted and replaced by this rv lead. No additional adverse patient effects were reported.

Event description:
It was reported that, the implantable cardioverter defibrillator (ICD) system exhibited oversensing leading into inappropriate shocks. Additionally, loss of capture (loc) was also noted on the right ventricular (rv) lead. The health care professional (hcp) indicated the patient was going to be transferrin to the facility where the device implanted. Boston scientific technical services (ts) recommended to page a local field representative for further testing in person. This rv lead remains in service. No additional adverse patient effects were reported.